Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. It was noted there was burrs in the inner part of the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with the lot number 0012012431 was returned and analyzed. Visual inspection was performed on the shaft and handle. No anomaly was identified during the external visual inspection and the handle, shaft and sideport were intact with no apparent issue. Visual inspection of the dilator identified the dilator luer was delaminated. Functional testing and the insertion of the dilator into the sheath were performed. The dilator luer was unable to be locked into the sheath. Further inspection under the microscope, identified dilator luer damage. In conclusion, the dilator not locking into the sheath was confirmed through analysis and the sheath failed return inspection due to the dilator luer was delaminated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.